Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing which resulted in pacing inhibition and inappropriate mode switch. It was noted that the noise was reproducible in clinic. Programming changes were made. The patient was stable.